Event description:
Reporter indicated that site's handheld computer screen became frozen. Soft reset, hard reset, removing and reinserting the flashcard were all done to temporarily resolve the problem. A new handheld has been provided to the site. Product analysis was completed on the returned handheld computer and flashcard. No anomalies were identified during the analysis that could have contributed to the reported computer screen being frozen. The handheld computer and flashcard performed per specifications.